Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl ) while wearing the pod. Symptoms reported include hyperglycemia and vomiting. The patient reports not receiving insulin due to their controller being stuck on an application download overnight and the pod had deactivated. In addition the patient reports having missing information for 2 days on their controller. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.